Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Event description:
Patient allegedly received an implant on (B)(6) 2020 due to pulmonary embolism. Patient is alleging vena cava perforation, organ perforation and stenosis. Patient further alleges pain, shortness of breath, physical limitations, fatigue, depressive disorder. Report from CT: "there is an ivc filter. There is thrombus present within the ivc at the level of the filter and inferiorly. There is no thrombus seen within the ivc superior to the filter. The extent of thrombus within the iliac and femoral venous vasculature cannot be well ascertained due to the arterial phase of contrast on this examination." Report from CT: "chronic left interlobar pulmonary artery embolism, similar in appearance to the prior exam." "Scout radiograph demonstrates the presence of an ivc filter." Report from CT: "ivc filter. Thrombosis of the ivc and iliac vessels distal to the filter." Report from CT: "ivc filter is in place, likely celect alignment is normal. Its superior extent is at the inferior margin of the entrance of the renal veins. Apex of the filter is centrally located, however the ivc is collapsed about the filter tip and the bulk of the remainder of the filter a left posterior medial stripe perforates the ivc, 3 mm from its wall and is within 1 mm of the right posterolateral aortic wall. A right-sided posterolateral structure perforates the ivc to approximate 5 mm distance and is embedded within a locally calcified annular margin of the l3-4 disc. 6 peripheral struts appear to perforate the ivc margin at its midportion, all within 1 mm distance of the ivc wall. Inferior to the filter, ivc is collapsed, normally calibered superior to the filter mildly collateral vein is seen along the left anterolateral flank."

Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported inferior vena cava (ivc) is collapsed, pain, shortness of breath, physical limitations, fatigue, and depressive disorder are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: pulmonary embolism (pe), vena cava (vc)/organ perforation, embedded, thrombus, stenosis, inferior vena cava (ivc) is collapsed, pain, shortness of breath, physical limitations, fatigue, depressive disorder. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.